Manufacturer narrative:
Unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.